Manufacturer narrative:
It is indicated that the product is not returning for evaluation. As the customer did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Approximately six months ago, a sample from a senior-aged patient produced a laboratory inr result of 2.6. The patient was tested using an inratio monitor (serial number (B)(4) and the customer stated the inr result was twice the laboratory reading. A second inratio monitor (serial number (B)(4) was also used to test the patient and produced an inr result that was twice the laboratory reading. The customer discontinued use of both inratio monitors approximately six months ago. Although requested, no additional information was provided.

Manufacturer narrative:
Correction: (date of this report) corrected to date initial report was submitted to the FDA: 01/09/2018.